Manufacturer narrative:
The patient remains on lvad support while awaiting a heart transplant. No further information is available at this time.

Event description:
In 2004, the patient was implanted with a vented electric left ventricular assist device (lvad). Approx seven months later, the transplant coordinator reported that two days earlier, the patient who was at home had sudden onset of low bp, high pa and cvp pressures, dilated lv, and pulmonary congestion. The patient had been doing well at home before this. The patient was intubated, placed on inotropes. The patient had a tee done and it showed some degree of ai and fair amount of inflow valve regurgitation. When the patient was placed in auto mode, the patient rates had dropped to 50-54bpm with stroke volume of 78-82ml and flows in the high as to low as lpm. When the patient was placed in fixed mode rate in the 70s, the stroke volume was still in the high 70s/low 80s with flows in the mid 5lpm. It was also reported that the patient had rare and brief periods with rates that were over 100bpm. The patient remains on lvad support and has been put on 1a list for a heart transplant.